Event description:
In 2008, the lay-user/patient contacted lifescan alleging that the one touch ultra meter is missing segments on the display. This complaint is classified according to the documentation of the customer care advocate. On the day prior to original date, before bedtime, the patient tested on the lfs meter in question and allegedly received a reading of "61 mg/dl" which she interpreted as "hi" (a very high blood glucose level, exceeding 600 mg/dl). The patient increased her insulin to 10 units based on the patient's perceived "hi" meter reading. Later that night, the patient developed symptoms described as "numb, anxious, shaky and sweaty." The patient administered self-treatment for her low blood sugar. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the patient claimed she experienced symptoms that can be associated with severe hypoglycemia after increasing her insulin based on a perceived "hi" reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.